Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Initial reporter zip code is not indicated at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced visual acuity reduction. The lens was exchanged with a different model. The visual acuity has not improved. Additional information has been requested.